Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported patient's site irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported skin irritation while wearing the pod. When patient removes the pod, site is red, itchy, warm to touch and has drainage of a clear fluid. Patient consulted with doctor and was prescribed triamcinolone. Pod worn longer than 48 hours.